Event description:
Pt undergoing procedure to laser kidney stone. Prior to anesthesia, the laser was turned on and found to be functioning. When urologist attempted to use laser once the stone was isolated, it fired once and then stopped. Clinical engineering responded and verified error code as "44 safety shutter." This is the same error code that occurred during another procedure approximately one month earlier. When he opened the device, he found the safety shutter was knocked off the motor assembly. Pt was unable to have procedure completed as planned.